Manufacturer narrative:
Concomitant product: enbf2813c166e stent graft, implanted: (B)(6) 2011; enlw1616c124e stent graft , implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited intermittent undersensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.